Event description:
Reporter states that child was undergoing an MRI today under sedation, when the oxygen canister flew across the room hitting the equipment. She says that the cansiter remains stuck to the equipment. It is noted that the canister has signs of rust and that it's not made of aluminum. Fortunately, there were no injuries associated with this event. Supplier is being notified